Event description:
On (B)(6) 2020, the lay user/patient's daughter contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter did not power on. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call since the patient could not be reached to obtain additional information. The reporter was unable to confirm when the alleged power issue with the subject device first began. It is not known what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that the patient did not develop any specific symptoms as a result of the alleged issue; however, advised that she "felt her sugar levels were too high" and due to being unable to test with the subject device, the patient went to the hospital (date/time not known). The patient's blood glucose was reportedly measured at "373 mg/dl" on the hospital device and the reporter advised that she subsequently received treatment from a health care professional (hcp); however, the reporter was unable to provide specific details as to the treatment received. At the time of troubleshooting, the cca established that the device was not being used for the first time at the time of the alleged issue and noted that there was no apparent misuse. The reporter was unable and/or unwilling to walkthrough resolving the issue so it is not known if the device turned on when the power button was pressed, if the correct test strips were being used or if the meter battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention, administered by an hcp after being unable to obtain a blood glucose result due to the alleged power issue with the device.